Event description:
The ve lvad was implanted in 1999. On 3/16/2000, the hosp reported that the pt's hemoglobin level dropped to 6 and that there was bleeding around the percutaneous tube exit site. The pt was taken to surgery were the source of bleeding was found to be from an area of the outflow graft near the anastomosis that had been eroded by a fungal growth. The fungal growth was identified as candida. The outflow graft was repaired.